Event description:
The customer contact reported the device did not deliver. The gemstar pump and bolus cord were connected to a gemstar docking station and were to be used to deliver an unspecified medication. It was reported that during testing of the device prior to patient use, a dose was not delivered when the button on the bolus cord was pressed. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
Testing and investigation found a dose was not delivered when the bolus button on the bolus cord was pressed. This was due to a missing bolus cord contact pin on the docking station. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).